Event description:
Discordant, falsely elevated blood urea nitrogen (bun), creatinine (crea) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting lower. A new sample was obtained from the patient and tested on the same instrument, also resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun, crea and k results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated bun, crea and k results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.